Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported the manufacturer representative spoke with the patient and cleared the por. No cause was determined. The issue was resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. The reason for call was pt reported seeing warning "por" message on their recharger screen. Pt first saw the message today when they went to charge their implant because they said their implant needed to be charged. Pt said they recently met with a medtronic rep (name unknown) to do a program change to optimize their therapy. Pt said that they were traveling from nj and were in va; pt said they drove to va. The issue was not resolved. The patient was redirected to their healthcare provider to further address the issue. Due to pt traveling in va for a while, pss emailed medtronic reps in the area of the zip code provided 23703. Pt was nervous that they wouldn't hear back from a medtronic rep and said that they would give them 24 hours to call. Pt also mentioned past recharger antenna replacement on the call, but pss found no record of this in cmf. Upon further review, pss called pt back to get serial number of the recharger. The pt said that the message was also appearing on their patient programmer. The caller reviewed the information that the patient described, seeing a por message on the recharger. The caller indicated that the patient claimed the ins was working and they were able to charge. The caller indicated that the patient and patient's md were unhappy that they were told the issue could not be resolved over the phone. Tss reviewed information about checking the ins with the patient controller to verify which type of por is occurring. The caller will follow-up with the patient and attempt to bypass the por message. No patient symptoms were reported.